Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 35 pinn drill bit was also broken. No pieces fell off but instead the coils were stretched making it hard to sterilize. The surgeon asked these to be replaced. No surgical delay.